Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right ventricular lead was explanted during lead revision due to dislodgement causing loss of capture and high pacing thresholds. Lead was also noted to have exhibited helix extension issues. No additional adverse patient effects were reported.